Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed on (B)(6) 2018, due to failed pump. No patient complications were reported in relation with this event.

Event description:
It was reported that the patients ams700 inflatable penile prosthesis was removed on (B)(6) 2018 , due to failed pump. No patient complications were reported in relation with this event.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported pump malfunction based on the identification of a functional test failure. The pump failed deflation test (3) which verifies fluid is moving from the cylinder side of the pump to the reservoir side of the pump when the deflation button is not pressed and 4psi of back pressure is applied on the cylinder. Product analysis therefore concluded there was a pump malfunction. Product analysis confirmed the reported pump malfunction based on the identification of a functional test failure. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to failed pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. The patient was stable following the procedure.